Event description:
It was reported that the patient repeatedly overtreated low blood glucose events and was provided education on the correct hypoglycemia protocol, though the patient was not receptive. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included complaint intake review and user troubleshooting with education regarding appropriate treatment of low blood glucose. Investigation of this case revealed user-related management of hypoglycemia without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error.